Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tracheostomy tube cannula seemed to be torn at the curve. The problem was noticed during a device change. The device was removed and replaced. The current patient condition is reported to be "good". There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The product was confirmed to be a 4.0 pef. The product was discarded by the customer. The product involved in this complaint is part of a field safety corrective action (fsca). Medtronic conducted a fsca following reports from customers who recently switched from a current shiley¿ neonatal or pediatric product to an affected product.